Event description:
Biotronic single lead ICD (implantable cardioverter-defibrillator) placed in 2016 requires generator change due to device at eri (elective replacement indicator) and on advisory for premature battery depletion. FDA safety report ID #(B)(4).